Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed clotting of the extracorporeal blood circuit and the blood loss to inadequate heparinization. The user's guide states the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. Give and monitor anticoagulants as your center instructs. Facility staff has adjusted the pt heparin dose accordingly. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air and high pressure alarms occurred during a routine hemodialysis treatment. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required for the blood loss.